Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Reason for revision: metallosis. Pt had to have the liner removed and exchanged for a poly constrained liner. A large granuloma had formed and was causing dislocation of the hip joint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays/op notes/photos confirms dislocation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.